Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed as dirt was observed on the edge of the drip chamber spike. A supplier corrective action report (scar) has been initiated for the supplier of the drip chamber. A batch review was performed finding that no exception/non-conformance reports were documented for this lot in association with this event. This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding the v-34 plastik klempli in which dirt at the entry end of the drip chamber was observed. There was no patient involvement and no clinical impact was reported. No additional information is available.